Event description:
Choking me [choking]. I am barely able to speak [speech disorder]. The burning is subsiding [throat burning sensation of]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2022, the patient started biotene mouth spray (original). On (B)(6) 2022, immediately after starting biotene mouth spray (original), the patient experienced choking (serious criteria gsk medically significant), speech disorder and throat burning sensation of. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the choking and speech disorder were unknown and the outcome of the throat burning sensation of was recovering/resolving. The reporter considered the choking to be related to biotene mouth spray (original). It was unknown if the reporter considered the speech disorder and throat burning sensation of to be related to biotene mouth spray (original). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received by a consumer via call center representative (email) on (B)(6) 2022. The consumer reported, "I do not like the new delivery system of the mouth spray. The product comes out in a stream rather than a mist. While putting the spray in my mouth it came out in a stream and went right on my trachea and down my airway, obviously choking me. At this point, I am barely able to speak and the burning is subsiding. I have had some ice cream and will be eating chips. If the night goes smoothly, I will call my doctor in the morning as my concern is aspiration pneumonia. If this gets worse, I will go to the emergency room. Please go back to the original delivery system".

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Choking me [choking]. I am barely able to speak [speech disorder]. The burning is subsiding ,it was a very unpleasant experience with a raw throat [throat irritation]. It was a very unpleasant experience with a sore ribs [rib pain]. Hard and frequent coughing [cough]. Also experienced a lot of burning [burning sensation]. Also experienced a lot of pain [pain]. Lot of hoarseness [hoarseness]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2022, the patient started biotene mouth spray (original). On (B)(6) 2022, immediately after starting biotene mouth spray (original), the patient experienced choking (serious criteria gsk medically significant), speech disorder and throat burning sensation of. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the choking and speech disorder were unknown and the outcome of the throat burning sensation of was recovering/resolving. The reporter considered the choking to be related to biotene mouth spray (original). It was unknown if the reporter considered the speech disorder and throat burning sensation of to be related to biotene mouth spray (original). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received by a consumer via call center representative (email) on 03aug2022. The consumer reported, "I do not like the new delivery system of the mouth spray. The product comes out in a stream rather than a mist. While putting the spray in my mouth it came out in a stream and went right on my trachea and down my airway, obviously choking me. At this point, I am barely able to speak and the burning is subsiding. I have had some ice cream and will be eating chips. If the night goes smoothly, I will call my doctor in the morning as my concern is aspiration pneumonia. If this gets worse, I will go to the ER. Please go back to the original delivery system." Follow up information was received via email on 17aug2022. Event outcome for choking, speech disorder was updated from unknown to recovered/resolved. The event outcome for throat irritation was updated from recovering/resolving to recovered/resolved. The events rib pain, cough, burning sensation, pain, hoarseness were added. On aug2022, the patient experienced rib pain, cough, burning sensation, pain, hoarseness less than 3 weeks after starting biotene mouth spray (original), on (B)(6) 2022. On aug2022, the outcome of the choking, speech disorder, throat irritation, rib pain, cough, burning sensation, pain, hoarseness were recovered/resolved. It was unknown if the reporter considered the rib pain, cough, burning sensation, pain, hoarseness to be related to biotene mouth spray (original).steroid inhaler was added as treatment/other drug with indication as product used for unknown indication. Additional details: the consumer reported,"I just want t touch bases and let you know that I did receive this email and should be able to fax it to you later this week. Basically, doctor placed me on a steroid inhaler which has helped. Everything seems to have calmed down. It was a very unpleasant experience with a raw throat and sore ribs from hard and frequent coughing. Initially, right after choking due to the stream that came out and went down my windpipe, I also experienced a lot of burning and pain and a lot of hoarseness. At his point, I am doing well. My voice is back to normal."

Manufacturer narrative:
Argus case: (B)(4).

Manufacturer narrative:
Argus case: (B)(4)

Event description:
Choking me [choking] I am barely able to speak [speech disorder] the burning is subsiding ,it was a very unpleasant experience with a raw throat [throat irritation] it was a very unpleasant experience with a sore ribs [rib pain] hard and frequent coughing [cough] also experienced a lot of burning [burning sensation] also experienced a lot of pain [pain] lot of hoarseness [hoarseness] broken my right hand [hand fracture] case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2022, the patient started biotene mouth spray (original). On (B)(6) 2022, immediately after starting biotene mouth spray (original), the patient experienced choking (serious criteria gsk medically significant), speech disorder and throat burning sensation of. The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the choking and speech disorder were unknown and the outcome of the throat burning sensation of was recovering/resolving. The reporter considered the choking to be related to biotene mouth spray (original). It was unknown if the reporter considered the speech disorder and throat burning sensation of to be related to biotene mouth spray (original). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received by a consumer via call center representative (email) on 03aug2022. The consumer reported, "I do not like the new delivery system of the mouth spray. The product comes out in a stream rather than a mist. While putting the spray in my mouth it came out in a stream and went right on my trachea and down my airway, obviously choking me. At this point, I am barely able to speak and the burning is subsiding. I have had some ice cream and will be eating chips. If the night goes smoothly, I will call my doctor in the morning as my concern is aspiration pneumonia. If this gets worse, I will go to the ER. Please go back to the original delivery system." Follow up information was received via email on 17aug2022. Event outcome for choking, speech disorder was updated from unknown to recovered/resolved. The event outcome for throat irritation was updated from recovering/resolving to recovered/resolved. The events rib pain, cough, burning sensation, pain, hoarseness were added. On aug2022, the patient experienced rib pain, cough, burning sensation, pain, hoarseness less than 3 weeks after starting biotene mouth spray (original), on (B)(6) 2022. On (B)(6) 2022, the outcome of the choking, speech disorder, throat irritation, rib pain, cough, burning sensation, pain, hoarseness were recovered/resolved. It was unknown if the reporter considered the rib pain, cough, burning sensation, pain, hoarseness to be related to biotene mouth spray (original).steroid inhaler was added as treatment/other drug with indication as product used for unknown indication. Additional details: the consumer reported,"I just want t touch bases and let you know that I did receive this email and should be able to fax it to you later this week. Basically, doctor placed me on a steroid inhaler which has helped. Everything seems to have calmed down. It was a very unpleasant experience with a raw throat and sore ribs from hard and frequent coughing. Initially, right after choking due to the stream that came out and went down my windpipe, I also experienced a lot of burning and pain and a lot of hoarseness. At his point, I am doing well. My voice is back to normal." Follow up information was received from consumer via consumer relations on 27sep2022. The event hand fracture was added with unknown outcome and unknown causality. Consumer stated that I will reply as soon as I can. I have been on a project and now I have broken my right hand. Sorry.